Event description:
It is reported that as the package was being opened, it was noticed that the tip of the stem was protruding through both plastic packages and the outer box.

Manufacturer narrative:
This report will be amended when our investigation is complete.